Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door would not open. The customer reported that users were unable to remove medications from door. There was delay in patient care as the user was able to obtain the medications from another device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 6 had a broken latch. A field service engineer replaced both latches and performed a door test in the hardware test application as open door button was missed. The system functioned as intended after the field service engineer repaired the device.